Manufacturer narrative:
The location of the implant is a highly used shoulder joint and the patient appears to be relatively active, leading to movement of the ipg and frequent disconnections. After repositioning the ipg, the physician noted suspicion of adipose tissue necrosis, possibly further affecting the stability of the ipg and allowing it to migrate. Depth testing and intra-operative stimulation testing was performed at each procedure to assure the device components were placed appropriately at the time of implant and at the time of each revision.

Event description:
On (B)(6) 2025 a nalu peripheral nerve stimulator system was implanted to replace a pre-existing neurostimulation system from a different manufacturer. The nalu system was placed such that the implantable pulse generator (ipg) was in the upper lateral shoulder area with the leads targeting the occipital nerves. On (B)(6) 2025 the patient was seen for surgical procedure to move the implantable pulse generator (ipg) to lower on the shoulder and more medial to better support consistent connectivity between the ipg and the external therapy discs. During the procedure a migrated lead was also repositioned to be at the intended location to provide therapy at the site of pain. Approximately 1 month after the revision, the patient reported continuing challenges in maintaining connection between the ipg and therapy discs. On (B)(6) 2025 the patient was seen in the clinic and xray imaging found that the ipg had migrated beyond the recommended depth. On (B)(6) 2025 a second surgical revision was performed to remove the migrated ipg and place a new one in a more superficial position. During the procedure the leads were also replaced out of caution.